Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise on the shock channel that was consistent with myopotentials and intermittent high out of range shock impedance measurements greater than 125 ohms. Subsequent measurements were noted to be stable and within normal limits in the 50 ohms range. Boston scientific technical services (ts) discussed troubleshooting and programming options. The patient was brought in for shock impedance testing. Shock impedance testing noted that the only programmed configuration that showed high impedance measurements was ra to rv. An issue with the ra coil was suspected. The configurations was programmed rv to can and the physician plans to continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.